Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) at l5-s1 due to stenosis. During surgery, the surgeon placed the set screws and distracted. However, the extender tabs didn't allow him to get access to the disc space. The tabs were in surgeon's way, so he broke the tabs off, did his interbody work, and then decided to break the set screws off. The first 3 set screws broke off without any issue. The final set screw was stripping and could not be broken off. The surgeon was not able to remove that screw either so he decided to leave it inside the patient as it is. No patient symptoms or complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.